Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that the customer passed away. Prior to passing away, the customer had reportedly been delivering insulin via the pump without parental supervision for carbohydrates that were not consumed. The low bg resulted in a seizure and loss of consciousness leading to a hospitalization. While at the hospital, the customer was treated with antibiotics for a respiratory infection. The customer partially recovered from the infection; however, the customer suffocated initially with mucus. Late, a cherry pit was found in the customer¿s lung. It is believed that the customer aspirated during the low bg. At the time of the report, additional attempts are being completed to obtain additional information. The pump data is expected to be uploaded for investigation. Follow up report will be submitted accordingly.

Manufacturer narrative:
At the time of the event, the customer was 8 years old.